Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Patient code (B)(4) pertains to tined lead ((B)(4) ) device code (B)(4) pertains to tined lead ((B)(4) ) evaluation code pertains to tined lead ((B)(4)).

Event description:
A patient reported he had a previously had a surgery to try and connect his neuropathy and operate on his spine due to spinal stenosis when the healthcare professional (hcp) did that he ruined or disconnected the wires so they had a new interstim and had it rewired. The patient noted the wires were ruined or disconnected during spinal surgery. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. See related regulatory report 3004209178-2017-04895.